Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Testing confirmed that the pt's device was not functional and non-use of the device was recommended. Revision surgery has been scheduled.